Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) customer called in regards to units screen continuously flickering on and off but the pump continues to work, there are no alarms or messages present. The customer was advised to switch the pump for another. This has not affected patients stability.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Record cancelled as duplicate of tw# (B)(4). Revert all sections to blank: b. Adverse event or product problem, d. Suspect medical device, e. Initial reporter, g. All manufacturers. H. Device manufacturers only.

Event description:
Record cancelled as duplicate of tw# (B)(4).